Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
D9: date returned to mfg.: 2/11/2026 h3 and h6. Codes: updated. Device evaluation: three device samples were returned for evaluation. It was unclear which samples belong to this investigation. All samples had the same product evaluation. The device seals show no damage or signs of separating. Hand-pump tubing was removed from the device that locks onto the main infusion bag. This can be proved to have happened outside of the manufacturing facility because the devices are one-hundred percent leak tested and there was evidence of adhesive being used. Furthermore, air leakage from the bag would not pose a risk to the patient and would not cause an interruption of therapy. The defect is observed but the complaint cannot be confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the device exhibited air leakage with the inflation nozzle detached. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.